Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03317. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a bilateral tubal ligation during mesh implantation. It was reported that following insertion the patient experienced extreme right groin and leg pain, right leg fatigue with prolonged standing, and dyspareunia. It was reported that the patient experienced right leg/groin pain, levator dyspareunia, uterine prolapse, and a rectocele. The patient underwent excision of vaginal mesh on (B)(6) 2012. The patient underwent removal of obturator foramen and exploration with removal of rough scar tissue on (B)(6) 2012. The patient was also treated for infections on (B)(6) 2013. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03317. The same patient is represented in each medwatch.